Manufacturer narrative:
(B)(4). Batch #: r5aj78. Component code = mechanical (g04). Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload had the proximal 54 drivers up and the remaining drivers down with staples present and swing tab in the locked position. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Performed by rocio hinostroza

Event description:
It was reported that during an open unknown procedure, the firing knob did not move before use. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient. No further information is available.